Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the prodisc-l inserter broke during a procedure. The damage on the instrument was noted after the procedure was completed. The procedure was completed without delay or impact/harm to the patient. It was reported that the surgeon or his team did not recognize the damaged instrument during the procedure.

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates the screw of the superior arm is broken off and because of this damage the relevant dimensions can no longer be verified. It is possible that too much applied mechanical force as well as insufficient mobilization while inserting could have caused the damage. No manufacturing related fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.